Event description:
(B)(4) per: mr (B)(6) implanted the lead and secured it with the stimloc. He then placed the lead cap on the distal end of the brain. He then stabilized the lead cap whilst his assistant used the torque wrench to tighten the screw. A click was heard however the metal ring spun around in the plastic. The lead was not damaged. Two leads cap have been returned for analysis, as it was unclear after the lead caps had been removed which was the lead cap in question. The device was used with the patient. No reported patient injury. Report indicated that this was not device related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of both of the lead caps found that they were both twisted. On both lead caps while holding the lead cap properly the connector block twisted in the molded rubber prior to a known good torque wrench reaching the 4 oz-in torque. Result: lead cap.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# 0206301648. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.